Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth 17 was removed due to infection . Discomfort was reported as a result of the event. Patient would have to return to place a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 1226650. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1226650 for similar events and no other complaint was identified.